Event description:
It was reported that there was a malfunction resulting in insufficient O2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
GE Healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.Block A: No report of patient involvement. D4: Primary UDI Number: There is no UDI available as the device was manufactured prior to UDI compliance requirements.Legal Manufacturer:HCS Madison - 3030 Ohmeda Dr, USA Madison, WI 53718.